Event description:
The patient was shaky and not feeling well. Family member used the suspect device to test pt's blood glucose level. Pt obtained a result of 163 mg/dl. Pt repeat the test and the next reading was 221 mg/dl. Family member took pt to the hospital. At the hospital pt's glucose was 45 mg/dl on a hospital meter. Pt was treated at the hospital with glucose tablets. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.